Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the proximal left anterior descending artery with heavy tortuosity, heavy calcification and 90% stenosis. A 3x38mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The device was withdrawn and resistance was noted due to the patient anatomy. The proximal stent struts became flared while the sds was being withdrawn from the patient anatomy. An unspecified balloon was used to dilate the lesion and an unspecified sds was used to successfully treat the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.